Event description:
During an acl surgery of the right knee, the user reported that the pump was started prior to cannula placement which caused the device to operate at full speed and overinflate the knee. The surgeon attempted to proceed but the pump was audibly alarming and displaying "line pressure sensing error". The user attempted to continue the procedure by turning the device off and on four to five times before postponing the surgery. The user reported that the knee was "hard" prior to deciding to abort the procedure. The pt stayed overnight in the hosp with plans to proceed with continuation of the procedure the following day. However, the knee reamined swollen and subsequently turned red. The pt was discharged from the hosp after an overnight stay and started on oral antibiotics. In 2005, the case was completed without incident. The surgeon reported that he though the pt may have had a knee infection prior to the first surgery.